Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vtich 12.6, +1.0/+6.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. The surgeon reports low vault and lens rotation. The lens was repositioned on (B)(6) 2018 which did not resolve the problem. Reportedly, the lens remains implanted.